Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The no delivery alarms were recurring. The customer had previously called regarding the no delivery alarms. Customer's blood glucose level was not reported. The infusion set was bent. The device was not returned.